Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicating an open circuit condition due to high out of range shock impedance measurements of 130 ohms. Technical services (ts) was consulted, and upon review it was also noted that the device delivered anti-tachycardia pacing (atp) and several shocks for what appears to be a supraventricular tachycardia (svt). No additional adverse patient effects were reported. This system remains in service.